Event description:
It was reported to resmed that an astral device failed to charge its internal battery and would not switch to ac power. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. Review of the device data logs revealed battery inoperable alarms, total power failure alarms and an error message (sf74) related to the software. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the battery inoperable alarms and total power failure alarms were due to an intermittent connection with the battery while the sf74 was due to a software issue. The investigation determined some of the total power failure alarms were due to a depleted battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement main circuit board as a part of a warranty claim. Resmed reference#: (B)(4). Pending evaluation.

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and would not switch to ac power. There was no patient harm or serious injury reported as a result of this incident.